Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of death was unknown. It was reported that the patient passed away in their home. Physioneal therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient died on an unreported date late in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.